Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with deformity underwent spinal decompression and fusion(th8-s2ai). Intra-op, tip of the driver broke when surgeon was inserting screw at s2. The tip of the broken driver remained in the screw as a result of which the screw was required to be replaced. Since the same size screw was not prepared, a shorter screw was used. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.